Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown and the patient was not hospitalized for the event. The day after the onset, the patient began treatment with vancomycin (2gm, frequency and route not reported) and ceftazidime (1gm, frequency and route not reported) for peritonitis. The patient¿s outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.